Event description:
It was reported that, during an open rotator cuff repair of the right shoulder, the healicoil knottless suture anchor broke upon insertion into the bone. The bone was prepared using a 4.75mm rg threaded dilator awl. The anchor was removed from the patient with forceps. Surgery was completed after a non-significant delay, using a back-up device in the originally drilled bone hole, no void was left. Patient's current status is healthy and fit. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed a flap of the original box with the identifying label showing the batch number of the complaint was returned. The titanium distal implant, the suture, and the top part of the proximal anchor are twisted together. The distal plug was not visible. The lower part of the proximal anchor is still on the inserter which is bent. There is bio debris on the whole device. A functional evaluation showed that knob one will advance only until it reaches the bent outer inserter with the partial proximal body still on it. Knob two will move forward and back as intended. Based on the condition of the product material, additional material testing is not required. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an application of unintended inappropriate or excessive force during insertion can cause failure of the suture anchor or insertion device. Our clinical investigation concluded: per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.